Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) - secondary surgical intervention, exchange (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -9 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Additional data: device evaluation: lens was returned in a micro-centrifuge vial with moisture. There was clear surgical residue on product. Visual inspection found the haptic torn and presence of residue on lens surface. Claim# (B)(4).